Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on 09/15/2003 and mesh was implanted due to stress urinary incontinence, urinary leakage and gross leakage. It was reported that following insertion the patient experienced numerous bladder infections, eroded sling, pain, and blood in urine. It was reported that the patient underwent mesh removal in (B)(6) 2007, and had a new sling implanted on (B)(6) 2007. The patient underwent a bypass surgery in right leg in (B)(6) 2009. (B)(4).